Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. The following information was requested, but unavailable: * can you identify the lot number of the product that was used? * were there any patient consequences? --contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.

Event description:
It was reported that a patient underwent unknown procedure on (B)(6) 2024 and suture was used. When the doctor sutured the wound for the patient, it was found that the outer packaging of the suture was damaged, causing contamination another device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested but unavailable.